Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pulled out of the tube when in the analyzer. The following information was provided by the initial reporter. The customer stated: "there was poor closure of the lid that prevents the proper use of the product in the analyzer equipment."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pulled out of the tube when in the analyzer. The following information was provided by the initial reporter. The customer stated: "there was poor closure of the lid that prevents the proper use of the product in the analyzer equipment."

Manufacturer narrative:
H.6. Investigation: bd received 3 photos were received in support of this complaint. The photos do show lavender stopper particles in a filter being held and lavender stopper particles on a machine part, also a photo showing tubes in shelf packs. It cannot be seen if the particles came from actual coring of the stopper and, no photos show an actual stopper after needle puncture. As no samples were received, the investigation is limited. Therefore, 10 production lot in-house retention tubes were inspected with 0 visible defects and. Functional testing was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits and no coring was observed. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the photos or the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.